Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacture's right ventricular lead displayed high, out of range shock impedance measurements. The local field representative reached out to the patient's clinic but had not received any additional information regarding this event. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicated that an additional latitude alert was delivered for a high, out of range shock impedance measurement. Upon review of latitude, it was noted that the patient had a ventricular tachycardia (vt) episode for which shock therapy was delivered. The shock therapy was not successful in converting the patient's vt and the patient had appeared to convert on their own. The local boston scientific field representative was not aware of any further information. The device remains in service. There were no adverse patient effects reported.